Event description:
On (B)(6) 2007, a sparc sling was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged "as a result of the implant" the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, add'l surgery and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and has sustained permanent injury" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.